Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm micl 13.2 implantable collamer lens of -16.0 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(4) 2022 the lens was removed due to low vault. Upon removal of the initial lens it was determined to flipped inside the eye. Reporter states there was difficulty tucking haptics under the iris as the manipulator constantly stuck to the icl. On the same day different surgery a replacement lens of same model/size and diopter was implanted and the problem was resolved. Status of the eye reported as moderate anterior cell. Mild corneal edema. Patent pi. Per reporter "it is typical for any post operative eye to have some cell and corneal edema, especially after being operated on a second time. The patent pi is also normal since we did not have an evo lens so we had to do the pi."

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).